Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient went into withdrawal and was admitted to hospital. Patient outcome was noted as stable.

Manufacturer narrative:
Final analysis of the device revealed motor corrosion and gear train anomaly/significant residue in gear train. (B)(4). This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Event description:
A motor stall occurred. The pt was seen the same day and the pump was restarted. A motor stall occurred again on (B)(6) 2011 and (B)(6) 2011. Each time, they restarted the pump. A pump replacement was planned. There was reported to be no pt injury. The device system was used to deliver morphine (15mg/ml). Add'l info has been requested, a f/u report will be sent if add'l info becomes available.